Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was that the lid reed switch was remaining in a shorted position when the device lid was opened. This caused the device to appear as if it was not completing a power on cycle.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer reported that their device did not have any voice prompts when the lid is opened. The device cannot be used without any voice prompts. There was no report of any patient use associated with the reported issue.